Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position using a guiding catheter was able to be confirmed. The reported difficulty to position and the reported difficulty to remove using a guide wire were unable to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the xience prime small vessel (sv) everolimus eluting coronary stent system instructions for use (IFU) states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Additionally, IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: 2017 - re-insertion and against resistance. Concomitant products:: guide wire: whisper ms. Guide catheter: jl 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a marginal branch of a coronary artery. After placement of an unspecified whisper ms guide wire and a 6fr non-abbott guiding catheter, a 2.25x28 rx xience prime stent delivery system (sds) was advanced over the whisper guide wire and into the 6fr guiding catheter, but the sds was unable to be advanced past the distal portion of the whisper guide wire and resistance was also felt against the guiding catheter during the advancement. The sds was withdrawn with resistance felt against the guide wire (not against the guiding catheter). A new whisper guide wire was advanced and the same sds was re-advanced over the new whisper guide wire, however, resistance during advancement occurred again. During withdrawal of the sds, resistance was felt against the guide wire and it was unable to be completely retracted; thus, all devices were removed from the anatomy as a single unit. No other damage was noted to the sds before or after use. A 2.5x28 rx xience prime was able to be advanced over the whisper guide wire and treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.